Event description:
It was reported that caller experienced a minimum fill notification while attempting to reload cartridge that still contained about 80 units of insulin. There was no adverse impact to the customer¿s blood glucose level. Customer replaced cartridge with new one filled with insulin, resumed insulin delivery successfully before contacting support, and technical support advised customer to call during any future minimum fill issues for real-time troubleshooting, after which no further assistance was requested.